Event description:
Patient reported the device generating a recurring occlusion error. Patient changed all accessories and device continued to generate the error. Patient's blood glucose elevated and they went to the hospital. The hospital staff removed the device and measured their blood glucose at 534 mg/dl. Patient was treated with an insulin in and diagnosed with an infection throughout their body. Customer was given a prescription for an antibiotic and was released when their blood glucose was at 294 mg/dl. Patient attempted to set device backup with new accessories, but it continued to generate the occlusion error.patient is currently feeling 100% better.